Event description:
It was reported that a pump declared alarm 30 during the loading process, leading to a recurring cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge with assistance from technical support but was unsuccessful. Technical support decided to replace the pump, instructed the customer to use a multiple daily injection (mdi) as backup therapy, and arranged for the return of the faulty pump with a pre-paid label. The customer was informed on how to put the pump into storage mode before returning it.